Event description:
The customer reported being hospitalized for high blood glucose and ketones. The blood glucose reading at time of call was 397 mg/dl. Troubleshooting was performed. Reviewed all the settings, the daily totals and they were correct. Ran a fixed prime test and the insulin exited. The high-pressure test was not performed because the tubing clamp was not available. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to best of our knowledge.